Event description:
Client says the top plate of the elevator broke and he fell from the chair.

Manufacturer narrative:
This chair has a client weight limit of 265 lbs. Unless it is fitted with the hd option. This client informed permobil that he weighs (B)(6). This chair meet the specifications of the master record before distribution and was built according to the order. This client has been issued another chair which is designed to carry his weight so his immediate need is being meet. This is a case where the chair was correct when he was first issued it but has had physical changes and the chair is no longer appropriate for him.